Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system, with blood glucose rising to a reported peak of 304 mg/dl without a reported meal at that time, followed later by hypoglycemia to 39 mg/dl after eating macaroni, with earlier meals including wings, string beans, and rice; troubleshooting and education were provided, and there were no device alerts or alarms. Symptoms included hyperglycemia and hypoglycemia. Outcomes included transient clinical effects without hospitalization. Investigation included complaint intake review and device-use troubleshooting with user education. Investigation of this case revealed no device malfunction reported, no alarms, and no confirmed device component failure, with the event cause remaining unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.